Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date and if the issue was resolved, however, customer indicated and no permanent damage was sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.